Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1-10 colony forming units (cfus) of klebsiella pneumoniae and 1-10 cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from:colonoscope 206. Cfu:1-10cfu. Bacterial identification:pseudomonas aeruginosa. Sampling date: (B)(6) 2025. Sampling from:colonoscope 206. Cfu:1-10cfu. Bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from:colonoscope aux. Cfu:no aerobic growth after 7 days incubation. Bacterial identification:na. Sampling date: (B)(6) 2025. Sampling from:colonoscope biopsy. Cfu:1-10cfu. Bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from:colonoscope suction. Cfu:1-10cfu. Bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from:colonoscope - suction channel. Cfu:1-10cfu. Bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from:colonoscope - suction channel. Cfu:1-10cfu. Bacterial identification:pseudomonas aeruginosa. Sampling date: (B)(6) 2025. Sampling from:colonoscope - biopsy channel. Cfu:1-10cfu. Bacterial identification:klebsiella pneumoniae. Sampling date: (B)(6) 2025. Sampling from:colonoscope - biopsy channel. Cfu:1-10cfu. Bacterial identification:pseudomonas aeruginosa. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from:air-water channel, suction biopsy channel, flushings and brushings. Cfu:no growth after 7 days incubation. Bacterial identification: na. Based on the provided data, no correlation has been observed between actual product device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. The response from the cds questionnaire is incomplete and indicative of some incorrect steps e.g. Brushing. Also, the used chemistry has to be compatible with the used ewd. It should be noted the customer is utilizing an ewd (soluscope) currently undergoing fca for the disinfection efficacy of flexible endoscopes. After repair and reprocessing by oly, the hmi results could not confirm customer findings and shown no growth. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.